Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the customer's insulin pump fell and broke. The customer stated the pump has a black screen. The customer's blood glucose was 125mg/dl. The bottom part of the pump broke off. The customer was advised to discontinue use of the pump and revert to back-up plan. The pump will be replaced.

Manufacturer narrative:
The pump was received with a broken off end cap, a cracked and bleeding lcd glass, a cracked case at the display window corner and minor scratches on the display window.